Event description:
It is reported that the locking screw would not thread into the tibial baseplate. Thus, the surgeon stated that screw was defective and another one was opened.

Manufacturer narrative:
Evaluation summary: the locking screw and a lps mobile articular surface were returned with the complaint. The articular surface was not analyzed as it was only opened to retrieve the locking screw that was used in the surgery. A complaint history search was completed and found no other complaints for this product. The returned screw threaded properly into the testing gage. No failure could be found. It is possible that the surgical technique used was a contributing factor in the reported issue however, this cannot be determined conclusively. Evaluation: the device history records and receiving inspection reports were reviewed and found to be conforming; indicating the device was manufactured, inspected, and packaged to specifications. Dimensional analysis of the locking crew shows it to be conforming to print specifications.